Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x15mm xience sierra stent is filed under a separate medwatch report.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2019, after 3 days of experiencing chest discomfort, diagnosed with st elevation myocardial infarction (mi). Two xience sierra stents (3.0 x 38 mm, 3.5 x 15 mm) were implanted in the left anterior descending (lad) artery, in an overlapping fashion. The activated clotting time (act) was noted to be 331 on the first measurement, and 303 on the second. Post procedure, the patient experienced residual chest pain, diagnosed as dressler's syndrome, as a result of the mi. One day post procedure, the patient had complaints of continued chest pain. An integrilin bolus was administered and coronary angiography was performed, noting thrombus in the lad, stented segment, which was 100% occluded. An edge dissection was noted at the distal edge of the lad stented segment. A 3.0 x 18 mm xience sierra stent was implanted to treat the dissection. Post procedure, the patient was in stable condition. No additional information was provided.